Event description:
Event description cpi received information that this patient had twiddler's syndrome, and as a result of the patient's constant manipulation of the bipolar lead, the lead had 'dislodged'. The physician elected to perform an invasive procedure to reposition the lead.